Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.

Event description:
It was reported that the patient had persistent sepsis and was found to have an infected ICD pocket. Patient did not respond to antibiotics. Device was explanted due to probability of sepsis from this area. Patient has chronic condition. Patient progressively got worse and developed multisystem failure.